Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently; this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The vacutainer piercing needle sheath is prohibiting the blood flow into the vacutainer during venipuncture. Blood is then not entering the tube, this then causes a lack of collection, as the blood can't get to the vacutainer space/void.